Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD), implanted on august 24, 2005, has a current battery voltage of 2.57v. There is concern that the device's battery is depleting quicker than expected. No adverse patient effects have been reported.